Event description:
It was reported by the affiliate that the (1) tsw45 was used during a urology procedure. It was reported that the device could not be opened. The case was completed with another instrument and there was no consequence to the pt.